Event description:
Device report from synthes reports an event in the USA as follows: it was reported that the 391.201 cable is broken. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided. This report is for one (1) cable tensioner. This is report 1 of 1 for complaint pc-(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 391.201, lot p056867: release to warehouse date: december 02, 2009. Supplier: pioneer surgical technology. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer reported the cable tensioner was broken. The repair technician reported that the wire is stuck inside the device and the device required further testing at the vendor. The cause of the issue is not determined. The vendor reported that the cable was stuck in the tensioner. Once the cable was removed, the tensioner functioned as intended. These results are passing per the work instruction. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted there was no patient or procedure involvement.